Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Visual examination of the returned product identified that the anchor was visually conforming to print. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the anchor got pulled out from burr hole when the surgeon pulled the suture after it was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report was submitted in error. All information pertaining to this complaint was filed under the resubmission of the initial report. Initial report: 0001825034-2019-04180.

Event description:
No further event information available at the time of this report.